Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a small amount of bleeding was observed from a very small wound during septal puncture. After withdrawing from the right atrium and during post-mapping, the patient's blood pressure decreased. An echocardiogram was performed and confirmed a pericardial effusion. Medication to reverse the effects of heparin was given and a vasopressor was given. Cardiac drainage was performed. The pericardial effusion normalized and the patient's blood pressure stabilized. The procedure continued. The case was completed with pulsed field ablation. It was noted that when isolating the right inferior pulmonary vein (ripv), the dissection was very tight and the distance was also close to the vertebral body, making it difficult to operate the catheter and sheath, so there was a possibility that it was damaged during that operation. No further patient complications have been reported as a result of this event.